Event description:
Boston scientific received information that during a routine follow-up appointment, shock impedance measurements greater than 200 ohms were noted on the competitor right ventricular (rv) lead. As a result, a lead revision was performed. The new rv lead also noted impedance measurements greater than 200 ohms. A new device was implanted and the shock impedance measurements remained the same. No adverse patient effects were reported.

Manufacturer narrative:
Attempts for additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.